Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that he had his right knee replacement done in (B)(6) 2015. Everything was fine for a couple of years and on or about (B)(6) 2016 started experiencing pain and swelling. Was able to keep the swelling under control, but pain just worsened. Doctor told him the implanted loosened. Patient had a revision done on (B)(6) 2017.